Manufacturer narrative:
Follow-up information received on 02-feb-2016 from consumer via lay press: the consumer reported she had a hysterectomy to remove the coils after it was determined she was allergic to the materials used in the device. She stated she lost her hair, her teeth and felt like she had always the flu. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy to remove the coils after it was determined she was allergic to the materials used in the device. This event was considered serious, due to medical importance and is listed in the reference safety information for essure. Initially only the hysterectomy had been reported, and upon receipt of follow-up information the reason for the surgery was specified, therefore event total hysterectomy was deleted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In the present case, no history of nickel allergy or typical allergy symptoms was reported. However, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-dec-2016: new event (pain) added, outcome unknown. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy to remove the coils after it was determined she was allergic to the materials used in the device. It was also reported she experienced debilitating and chronic pain, can't go out of bed and take care of my kids kind of pain. The events are anticipated in the reference safety information for essure. Initially only the hysterectomy had been reported, and upon receipt of follow-up information the reason for the surgery was specified, therefore event total hysterectomy was deleted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In addition, pelvic pain may occur with essure therapy. In the present case, no history of nickel allergy or typical allergy symptoms was reported. There is no information regarding long-term or chronic use of medication to treat the pain. Given the nature of the events, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported that when she had her essure coils in, she felt like she had the flu constantly. She was (B)(6), and her youngest son was just (B)(6). Consumer informed that she was going through all these health problems and had to have a total hysterectomy to remove the coils. However, according to reporter, the recovery process did not end with the removal and stated that she was mad. No follow-up is possible. Follow-up information received on (B)(4) 2015. No new clinical information provided. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have a total hysterectomy to remove the coils. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the procedure. However, as the procedure was performed due to essure problems, company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were reported: felt like she had the flu constantly and health problems. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure start date; the previous reported event debilitating and chronic pain, can't go out of bed and take care of my kids kind of pain was amended to debilitating and chronic pain, can't go out of bed and take care of my kids kind of pain / physical pain. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and underwent a total hysterectomy to remove the coils after it was determined she was allergic to the materials used in the device. It was also reported she experienced debilitating and chronic pain, can't go out of bed and take care of my kids kind of pain / physical pain. The events are anticipated in the reference safety information for essure. Initially only the hysterectomy had been reported, and upon receipt of follow-up information the reason for the surgery was specified, therefore event total hysterectomy was deleted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In addition, pelvic pain may occur with essure therapy. In the present case, no history of nickel allergy or typical allergy symptoms was reported. There is no information regarding long-term or chronic use of medication to treat the pain. Given the nature of the events, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.